Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patients representative that "if it is possible the first pacemaker put in caused problems with the sync of the heart and why it was not detected? Does it catch medical conditions?" And "the first pacemaker had it been transmitting would have shown my father had fluid around [their] lungs and heart, [they were] gasping for air. They had to take out the pacemaker and put in a new pacemaker because of this". The leadless implantable pulse generator (ipg) was inactivated and replaced. No further patient complications have been reported as a result of this event.